Event description:
It was reported that the patient died at implant of cardiac tamponade. Follow up revealed that the patient was having a pacemaker system placed. The right ventricular lead was implanted and there were very high impedance measurements and no capture. The physician questioned perforation and called for an echocardiogram. The patient at that time was still talking and lucid. The heart rate and blood pressure began to drop and the echocardiogram confirmed a perforation. A drain was placed and began to collect blood. The heart rate and blood pressure stabilized for bit and implant procedure continued, however at some point during that process the patient decompensated. The patient continued to decompensate and died. The physician spoke with the manufacturer's representative who stated that there were no performance issues that led to the perforation and eventual demise of the patient. No autopsy was performed and the lead remained in the patient.

Manufacturer narrative:
Follow up revealed dr ferris stated that there were no performance issues that led to the perforation and eventual demise of the patient. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.